Manufacturer narrative:
Date of report: 10sep2018. Updated contact name. Date received by manufacturer: 6jun2018. Attempts were made to obtain final repair information form the customer . There has been no response from the customer and it is unknown if the device was being used for treatment when the reported event occurred due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer noted a "5002" in diagnostics codes and that the unit would not operate from battery. Unknown patient involvement.